Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The lesion was pre-dilated with a 2.0x15mm non bsc balloon at 8 atms for 30 seconds. The physician implanted a taxus express2 2.5x20mm drug eluting stent to the distal right coronary artery (rca) at 9 atms for 30 seconds. No patient injuries or complications were reported. Medications used during this procedure include; versed, fentanyl, heparin, integrilin and nitroglycerin. Three days post implantation the patient returned and angiography revealed thrombosis. The physician used a 2.0x15mm non bsc balloon for dilatation at 8 atms for 14 seconds and then at 10 atms for 20 seconds. A 2.5x23mm non bsc stent was then deployed at 10 atms for 30 seconds. No additional patient injuries or complications were reported. Medications used during this procedure include; fentanyl, versed, heparin, integrilin and lopressor.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.